Manufacturer narrative:
(B)(4). The product was not returned to abbott vascular for analysis. Return of the guide wire and sensor device may have further aided the analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. It should be noted that the instructions for use (IFU), hi-torque guide wires, insheet style ce/FDA : all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). In this case, use error of using the steelcore gw within the pulmonary artery does not appear to have caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported difficulty to remove. It is possible that the manipulation during the procedure caused damage to the guide wire resulting in the difficulty to remove the guide wire from the cardio mems sensor device; however, this could not be confirmed. Additionally, the treatment appears to be related to the operational context of the procedure as a balloon catheter was used to help keep the sensor device in place. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to place a cardiomems sensor using a hitorque steelcore 18 guide wire (gw). Post deployment of the cardiomems in the left pulmonary artery, as the physician was removing the gw, the sensor was pulling back toward the main pulmonary artery. The physician used the balloon on the catheter to keep the sensor in place as the guide wire was simply removed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.